Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted liver wedge resection procedure, a fragment of the fenestrated bipolar forceps instrument fell into the patient. The customer reported that the fragment did fall inside the patient during an instrument tip collision during insertion of the instrument. The fragment was retrieved with laparoscopic forceps. All fragments were confirmed to be retrieved by imaging. The type of imaging performed is unknown. There was a 90-minute delay. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken grip at the grip base. A piece approximately 14.06mm x 4.67mm was found to be broken off. The broken piece was returned. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h11 for follow-up information.